Event description:
Reporter stated that the device appears to have blackened and melted around the contacts. No operator injury was reported. Reporter stated that the device was removed from service. Technical support requested the return of the suspect product and replacement product was shipped.